Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was skiing when he fell on top of the insulin pump, cracking the screen and the belt clip. The customer's blood glucose level was 352 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding liquid crystal display glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No damage on pump belt clip slot was noted.